Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. The blockage was pinpointed at the insertion site. The incident occurred at least three hours following the insertion procedure, with the abdomen being the location where the insertion was performed. Patient replaced infusion set and resumed insulin successfully. No further information available.